Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed battery out limit after trying three different batteries. The customer's blood glucose was 48 mg/dl which was treated with food. All of the settings were programmed correctly in the device. The customer stated that the batteries were out of the insulin pump greater than duration allowed by the device. The customer was advised that this is normal insulin pump behavior. Nothing further was reported.